Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. The returned probe appeared to be clean. It was noted there was flash on the hub, cannula 7g where the probe base attaches left and right side. No other anomalies were identified. The probe was functionally tested using an in-house probe base was tested for fitting with the returned probe device. The probe base was able to placed on the probe a total of 3 times. The probe base was calibrated, using the returned probe base and was able to successfully calibrate without issue. The flash for right side and left side of the hub was measured and found to be not within the acceptable range. Therefore, the investigation is confirmed for the reported incompatibility issue as flash was noted and were not within the acceptable range. A definitive root cause for the alleged incompatibility issue and identified flash out of specification issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 07/2021),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the probe's handpiece protector was taken apart. The protector was tried to connect to the probe again but failed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. The returned probe appeared to be clean. It was noted there was flash on the hub, cannula 7g where the probe base attaches left and right side. No other anomalies were identified. The probe was functionally tested using an in-house probe base was tested for fitting with the returned probe device. The probe base was able to placed on the probe a total of 3 times. The probe base was calibrated, using the returned probe base and was able to successfully calibrate without issue. The flash for right side and left side of the hub was measured and found to be not within the acceptable range. Therefore, the investigation is confirmed for the reported incompatibility issue as flash was noted and were not within the acceptable range. A definitive root cause for the alleged incompatibility issue and identified flash out of specification issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2021).

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the probe's handpiece protector was taken apart. The protector was tried to connect to the probe again but failed. The procedure was completed using another device. There was no reported patient injury.